Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to a replacement procedure. During surgery, urethral atrophy was identified. The physician reported proper initial placement of the cuff. The entire aus was removed and replaced. No additional patient complications were reported.